Event description:
It was reported that the device will not power on. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of pwon ¿ will not power on was confirmed. On (B)(6) 2025, pcu was received unboxed and with paperwork. Report pcu failed to power on during the device check in process was confirmed. Faulty logic board part number tc10019805, sn#: (B)(6) is the main cause of report failure. Defective material from supplier. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace logic board part number tc10019805 (pcba pcu logic 8015ls 2.0). Failure investigation report to sales force. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.